Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file also, unable to perform the a21 error, occlusion and excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump had normal operating currents and passed self-test, rewind, basic occlusion, prime and displacement tests. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 463mg/dl. The customer states they treated with manual injection. The customer states they received motor error and motor position encoder error alarms. The customer was advised the pump would be replaced and returned for analysis.